Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days. The event occurred at (B)(6). Device evaluation: the lvad pump, 2 system controllers ((B)(4)), power module ((B)(4)), power module patient cable, 2 battery clips and 8 li-ion batteries were returned for evaluation. The evaluation of the lvad pump did not reveal a device related issue. The pump was returned with the driveline intact and the sealed outflow graft had been sliced open. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. A small strand of biological fluid was noted along one of the rotor vanes. The strand was loosely seated on the rotor body, showed little to no structure, and did not appear to have been present during support. This post-explant strand of deposition would not have contributed to the reported event. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline, including the controller connector, found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop, using test equipment, and then with the returned system controllers, power module, patient cable, 14v batteries and battery clips. The system functioned as intended throughout all testing procedures. Evaluation of the system controller, serial number (B)(4), the power module, the 14v battery clips, the 14v batteries, and the power module patient cable revealed that they all functioned as intended. Evaluation of the system controller, serial number (B)(4), found that it functioned as intended, however, it should be noted that an intermittent power cable disconnect alarm was recorded during operation. Although the investigation was not able to determine a conclusive root cause for the power cable disconnect alarms and the power interruptions, they could be related to improper connection (not fully inserted) between the power module patient cable and the power module. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2016, the patient was moved from the intensive care unit to the step-down floor, and it was reported that the patient was able to exchange the lvad system external batteries without assistance. On (B)(6) 2016, the system controller recorded events with the estimated flow being outside the calculated range. An echocardiogram showed no abnormalities. The patient was reported to have an ileus, but no other significant issues. On (B)(6) 2016, it was reported that the patient was ¿normal¿ at 5:35 am; however, at 5:45 am low flow alarms sounded and the patient was reportedly found cold, pale/blue and unresponsive. A nurse exchanged the system controller and at 5:50 am power was changed from batteries to the power module and the estimated pump flow was 4.3 lpm. The patient remained unconscious and chest compressions were started. At 6:45 am, percutaneous cardiopulmonary support was initiated. The patient expired later in the day, at 3 pm. Log file analysis performed by the manufacturer¿s technical services representative revealed low flow alarms lasting approximately three minutes, followed by a sequence associated with the system controller exchange. It was reported in the preliminary autopsy results that the macroscopic findings did not reveal a cause of death. No major bleeding was observed in the abdominal and thoracic cavities. No obvious thrombus was observed in the cardiac chamber or in the lvad. No intracranial pathology was found on a head CT scan. Mild adhesion was observed in the left abdomen around the area of the driveline described as penetration¿ of the small intestine by the driveline; there was no sign of generalized peritonitis. A massive thrombus was observed on the exterior of the pump at the abdominal side. It was reported that the thrombus raised suspicions about the effects of cardiac massage. No additional information was provided.